Event description:
The customer reported that the system displayed an error and locked up, as a system reboot was required in order to regain functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The clock was adjusted to the proper time. The kv and aec pcb assemblies were re-installed and the calibration files were sent to the generator. The system was tested and found to be working as intended and returned to service.